Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of event history log confirmed the customer reported issue of "occlusion line" as it showed few upstream occlusion reports. The cause of the reported issue was unable to be determined or verified through evidence and test methods available. The upstream occlusion sensor was replaced preventatively.

Event description:
It was reported that the device presented occlusion line. There was unknown patient involvement. No patient harm/adverse event was reported.